Event description:
The pt experienced an initial csf leak at the exit site of the catheter from the spine. The pt then developed cellulitis. In 2009, an excision of the chronic wound and primary closure at the back incision was done during a surgical revision. The pt outcome was reported as "no injury". The device system was used to deliver baclofen.